Event description:
It was reported that this pacemaker was an attempted implant. During the routine replacement procedure, after connecting the new pacemaker to the existing leads, no pacing was delivered. The patient was 100% dependent and external pacing was then required. The pacemaker was exchanged, and after connecting it to the leads the pacing was as expected. The device is not expected to be returned due to contamination.